Event description:
It was reported that the guidant 4470 atrial lead that has high thresholds post ep procedure on (B)(6) 2021. No changes in impedance or sensing which both remain stable. Threshold on the ra lead was~ 2.5 v@ 0.4 ms. Another thresholds was performed at 1.2 ms and threshold was 1.5 v. Reprogramming of the atrial outputs was done. The ra lead remains in use. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).